Manufacturer narrative:
Investigation results: we reviewed the DHR for this so-(B)(6) / patient ID# (B)(6) / site ID# (B)(4), qty. (B)(4) items assy-500011 (aligner) and (B)(4) items assy-500010 (templates) were packaged by the first shift by bag-and-box operation on (B)(6) 2025, in manufacturing cell 1, equipment bag-1. The sales order was inspected and met the acceptance criteria provided by qa. Incoming inspection. We reviewed the incoming inspection record for the material manufacturing of this so-(B)(6). Raw material: part-501017-b / lot# 08820063 / qty. Received = (B)(4) pcs, inspection date: september 13, 2024. The material was found acceptable for use in the suresmile product's manufacture. Photo investigation the evidence provided by the customer (photos) shows apparent inflammation of the patient's gum and a laceration on the inner part of the left cheek. The patient's tongue is also shown; however, it is not possible to determine any type of reaction. The aligners used are not shown in the evidence, making it impossible to evaluate for any potential manufacturing defect that may be out of specification and could have caused the injuries shown. Additional information product return is not required, after the review of the attached allergic reaction checklist it was determined that the root cause of the concern reported was due to latex gloves usage, since the patient has a known allergy to latex.

Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient¿s symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that the patient experienced an allergic reaction to the nontemplate aligner arch.